Manufacturer narrative:
The entceps was discarded at the hospital and will not be returned; therefore, no investigation could be conducted.

Event description:
During a tonsillectomy, a clear plastic piece came off of the tip of the forceps and was found in the patient's mouth. No additional patient information was provided.